Event description:
It was reported that a er320 was used during a laparoscopic cholecystectomy, it was reported by the affiliate that the bottom of the jaw broke, but did not fall into the pt. A new clip applier was used to compelte the case. There was no consequence to the pt.